Manufacturer narrative:
Anti-d slide lot ds706ax (712105) shares a common manufacturing bulk with us licensed anti-d slide lot ds706a1 (712380). Ortho performed retain testing, batch review, complaint review by lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
A customer complained after obtaining discordant negative d(rh1) reactions for one patient in the manual slide method. Complainant: (B)(6) ¿ physician, complaint reporter: (B)(6) ¿ (B)(4) (distributor for ortho (B)(4)). Event date: (B)(6) 2017 reported on: 25 september 2017 by the customer to (B)(6) who reported it to (B)(6) (ortho sales representative) on the same day; (B)(6) reported it to ortho care helpdesk on 26 september 2017 patient information: female; pregnant; known to be blood group o and d(rh1) antigen positive. Software version: not applicable. Reagent: ortho anti-d(rh1) for slide and modified tube tests lot ds706ax expiry date 08 february 2019. Orthoclone anti-cde lot not provided expiry date 18 february 2018. Ortho anti-cde lot not provided expiry date 18 february 2018. The customer reported that on (B)(6) 2017, they had tested a whole blood edta sample from a patient for d(rh1) antigen typing using ortho anti-d(rh1) for slide and modified tube tests lot ds706ax in slide method with no incubation and that they had obtained a negative reaction. The customer reported that 3-4 repeat testing of the same sample by 2 different technicians using the same reagent and the same method yielded to negative reactions. The customer reported they had retested the same sample using orthoclone anti-cde and ortho anti-cde in slide method and they had obtained clear positive reactions. No further detail was provided. The customer reported they had sent this sample to another laboratory that tested it in slide method and they had obtained a positive result. No further detail was provided. The customer reported that no biased result had been reported to a physician and that the patient concerned had not been harmed as a result of the reported event.